Event description:
The customer reported that a set was in use on the pump when an air-in-line alarm occurred. During troubleshooting leaking from the pump segment was observed, and a hole was noted just under the upper blue fitment. Unspecified patient injury occurred, but there was no report of medical intervention.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.